Event description:
Account obtained pt glucose results of 40 and 25 mg/dl. When repeated, the results were in the normal range. The incorrect results were not used to guide therapy. The field service rep found the waste line was clogged and repaired the instrument by unclogging the line.